Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the insufflation channel nozzle of the colonovideoscope was clogged with a dark rubbery foreign material that could not be removed. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of clogged nozzle due to black rubbery foreign material which was found to have come from the device itself was confirmed. Based on the results of the investigation, the foreign material remained in the air/water nozzle since reprocessing could not be completed due to occurrence of leakage defect. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.